Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part #03.632.036, synthes lot#h096344. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 24-oct-2016. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a t10-pelvis matrix hardware revision. At the end of the case, while still in the operating room, the surgical instruments that were used in the procedure were inspected and it was noted that the matrix head pop-on tool, the matrix t25 straight shaft and the matrix long holding sleeve were damaged. The top of the matrix head pop-on tool (the silver part that screws into the green handle) was bent. Additionally, the tip of the matrix t25 straight shaft was mangled and unusable for the next case and the matrix long holding sleeve had a portion of the top thread missing from the tip. Reportedly, there were no broken pieces of the device left in the patient at the end of the case. This was confirmed by a final x-ray. The surgery was successfully completed without any patient harm, additional medical intervention and without any surgical delays. It was reported that there were no unanticipated x-rays required. Patient outcome is good. Revision procedure is captured in (B)(4). This report addresses the intraoperative events. This report is for one (1) holding sleeve long for matrix this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review and device history review were performed as part of this investigation. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be broken and missing a segment. As per the relevant drawing, the threaded tips length should be 5.58-5.68mm; the tip of the returned device was measured at 5.25mm (calipers ca203p). Additionally, the threaded tips inner diameter was measured using a pin gauge to be 4.66mm (pin gauge set gp29) which is within the specification of 4.66-4.68mm. The matrix holding sleeve long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix deformity, matrix-degenerative, and matrix mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeves green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeve long (03.632.036) were reviewed (both current revision and from the time of manufacture. Relevant actions have been implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.